Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for ask of customer's condition;on (B)(6) 2016 customer stated still does feel well, symptoms persist,customer did not seek medical attention; on (B)(6) 2016 customer stated feels well, customer did not seek medical attention.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 150mg/dl -170 mg/dl. The customer reported symptoms of tiredness and weakness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is currently not taking medication to manage diabetes. The customer have had recent changes in diet (eat less meat, vegetable,moderate portion of pasta and plenty of water). During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 213 mg/dl and 187 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/19/2018 and open vial date is month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.